Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a pump pocket infection, and the patient¿s pump was exchanged on (B)(6) 2015. It was also reported that the patient has been doing well since the exchange.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 2 months. The pump was returned to the manufacturer for evaluation. No evidence of a pump pocket infection was noted on the device and no device-related issues were discovered during the evaluation of heartmate ii lvas. Visual examination of the sealed outflow graft, outflow elbow, and sealed inflow conduit revealed no evidence of thrombus formations or depositions. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event. Placeholder.